Manufacturer narrative:
Concomitant medical products: etlw1624c93e stent graft, etcf3232c49e stent graft, etlw1610c156e stent graft, implanted: (B)(6) 2015, etlw1616c124e stent graft, etcf3232c49e stent graft, etlw1616c82e stent graft, etlw1616c82e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days after the implant procedure of the leadless implantable pulse generator (ipg), the device exhibit high thresholds. That device was reprogrammed. The patient is pacemaker dependent and the physician decided to implant a second, new leadless pacemaker and that device is the dominant device for rate support. The first device that was implanted remains active but is programmed with a low base rate. Both leadless pacemakers remains in use. No patient complications have been reported as a result of this event.